Event description:
Additional information received reported the patient no longer has concerns with their device or therapy and received assistance from their health care provider (hcp) and manufacturer representative.

Event description:
It was reported that the patient had to have her lead reprogrammed because, it wasn¿t working well. Due to this, the patient hadn¿t used it for a couple months. This occurred 6 months prior to this report. Follow-up was performed to determine if the patient had required any additional assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1996 (B)(6), explanted: 2008 (B)(6); product type extension product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).